Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the main lamp does not light due to a defective xenon lamp. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to a defective xenon lamp. The investigation is ongoing. And a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while preparing the evis exera iii xenon light source for the day¿s use, the white light was unable to start up and the spare lamp was activated. This issue occurred during preparation of use for a diagnostic ent procedure, there was no delay and procedure was completed with a similar device. There was no patient harm associated with the event.